Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that the pump could not be charged properly despite the attempt of multiple cables and power sources. There was no reported impact to the customer's blood glucose level.